Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto bipap unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the corrosion in device. Secondary findings include connector oxide contamination present inside the device. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer received information in relation to a dreamstation auto bipap unit. The device was returned to a third-party service center. There was no patient harm or injury reported. During the evaluation of the device, the service center visually inspected the device was found corrosion in device, connector oxide was observed and found no visible foam particles. In addition, the device was scrapped.